Event description:
On (B)(6) 2010, pt received battery depleted (e2) error on infusion device. He did not receive a low battery (a2) alert first. He changed the battery using an unapproved type and received mechanical error (e6). The cartridge volume was 126 units, and the battery setting was programmed correctly. He inserted the correct type of battery and successfully completed cartridge change. Pt reported during the last 2-3 cartridge changes, the piston rod has blocked during retraction, hesitates, and "has a hard time." No error messages were received during these events. The piston rod eventually reset to the full cartridge volume, but pt could tell it was not completely retracted. Pt banged the infusion device on a dresser, and the piston rod started moving again. Infusion device has been dropped many times because pt is "clumsy." Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.